Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. At this time product has not yet been returned and a valid serial number has not been provided. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle lite meter continue to be safe, effective, and perform as intended in the field. Stability data for freestyle lite meter was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and freestyle lite meter and freestyle strips, no trends were identified that would indicate any product related issues. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The operating system is unknown so product information provided is for ios documented in g4 - PMA/510(k).¿ all pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a ¿noma¿ user report which reported the following information: a healthcare professional reported on behalf of a customer who encountered an unknown reading issue with the abbott diabetes care (adc) device. It is unknown whether the customer noted a trend arrow on the device. The customer was admitted to the hospital due to ketoacidosis and other related symptoms of influenza. While in the hospital, the customer's glucose was checked (unspecified result) and it was noted that their glucose levels were "mostly in the target range with prolonged hypoglycemia before the admission". It was further reported that the customer received third-party treatment however, details of the treatment were not provided. No contact information was provided to adc, therefore adc is unable to attempt any follow up activities related to this event. There was no report of death or permanent impairment associated with this event.